Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during priming. Customer's blood glucose reading was 506 mg/dl. Customer stated that his blood glucose was high because he was not wearing his pump. Customer decided to ignore troubleshooting instructions customer stated that the pump was working just fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.